Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device changed the basal rate of the pump on its own without the patient changing it. This change in the time format resulted in inaccurate delivery of insulin for a period of time. The patient experienced elevated blood glucose levels as a result. On (B)(6) 2016, customer vomited and obtained a blood glucose result of 400 mg/dl. Customer then programmed a correction bolus. On (B)(6) 2016, customer woke up "feeling sick" and obtained a blood glucose result of 355 mg/dl. Patient went to hospital and 1 liter of ringer's solution was administered and 6 units of unknown insulin was administered intravenously. Customer was released from emergency room after "about 5-6 hours." The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.